Manufacturer narrative:
Multiple attempts were made to secure return of the device however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A supplemental report will be forthcoming with the device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that an embolectomy catheter balloon ruptured during a thrombectomy procedure. Part of the balloon became suspended in the patients fistula. Patient condition is unknown.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.